Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose and dka. Caller stated that the customer's blood glucose reading at the time of hospitalization was 430 mg/dl. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the basic occlusion, occlusion and excessive no delivery alarm tests due to prime fill anomaly. However, unit passed the displacement test and bolus delivery test. No motor error alarms occurred, motor tested ok. Unit had missing end cap sticker and scratched display window.